Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient reported that the alleged inaccuracy issue first occurred at 5:14am on (B)(6) 2016. At this time the patient obtained a blood glucose result of 268mg/dl with the subject meter and subsequent readings of 382, 522 and 319mg/dl with the subject meter; all of which the patient felt were higher than their feelings and/or normal results. It is not known how the patient manages their diabetes but stated that they did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time before the alleged product issue occurred they developed symptoms of tired, shaky and dizzy, but denied requiring any form of treatment due to these symptoms. At the time of troubleshooting the cca noted that the unit of measure was set correctly at the time of testing. The patients products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which may have caused/contributed to the fact that the patient developed signs/symptoms indicative of a serious injury reportable adverse event. It cannot be said with absolute certainty that the alleged inaccurately high subject meter results did not affect treatment options prior to or after the onset of these symptoms.